Manufacturer narrative:
B5 describe event or problem updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. Microscopic examination revealed a pinhole with scratch in the middle of balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After advancing a 2.75x20mm synergy drug-eluting stent, a 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 11 atmospheres, the balloon ruptured. No balloon pieces remain in the patient's body and the procedure was completed with another of the same device. No patient complicaitons were reported and the patient's status was stable. It was further reported that during the third inflation at 11 atmospheres for 7 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After advancing a 2.75x20mm synergy drug-eluting stent, a 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 11 atmospheres, the balloon ruptured. No balloon pieces remain in the patient's body and the procedure was completed with another of the same device. No patient complicaitons were reported and the patient's status was stable. It was further reported that during the third inflation at 11 atmospheres for 7 seconds, the balloon ruptured.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After advancing a 2.75x20mm synergy drug-eluting stent, a 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 11 atmospheres, the balloon ruptured. No balloon pieces remain in the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.